Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon noticed there was a slight bulge on the cable of tenaculum forceps instrument while readjusting it's wrist to grasp the fibroid that was being removed from the uterus. While inspecting the instrument tip closely, the cable on instrument was slightly frayed. Surgeon requested another instrument to finish the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was nothing out of ordinary to be reported. No internal or external collisions were reported by staff in the room. The surgeon did not report any issues with the opening/closing of the instrument's grips. There were no issues up/down (pitch) motion of the wrist; left / right (yaw) motion of the grips. There were no cables visibly protruding from the distal end of the instrument. No fragment fell into the patient. Surgeon and staff did an internal visual sweep of the patient's pelvis. The instrument was sent back to isi for evaluation. There were no photographic images or video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation related to the customer reported complaint: the instrument was found to have a detached fragment. The fragment originated form the broken pitch cable at the distal end. The complaint regarding a frayed cable was confirmed by failure analysis. Common causes of broken distal instrument pitch cables, whether partial or full, are attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.